Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery charge display was fluctuating. The pump was plugged into a power source, the charge remained at 100%. Blood glucose was 264 mg/dl.